Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault, the lens was removed and replaced for a shorter length lens. The incision was enlarged and additional sutures. The problem was not resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the lens haptic torn. Dimensional verification was performed and the lens was found to be in specification. (B)(4).